Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the device's battery pins and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
Physio-control was contacted by the customer to report that their device would power off by itself. There was no patient use associated with the reported event.